Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
A call was placed to technical services reporting an error code when an external pulse generator was turned on for testing. It was not attached to a patient when the error occurred. Biomed at the hospital believes that it happened because someone pressed buttons on the device while it was starting up. The error has not occurred again and the device remains in use. No patient involvement or complications were reported as a result of this event.